Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that this event occurred in the ICU during removal of the device. This event involved a (B)(6) male patient, diagnosed with "evacuation of intracerebral hematoma"; device inserted through right subclavian access. "The swg was replaced several times inserting and withdrawing cath on swg". There was another attempt made; it was successful. There was no delay, harm, complication, death, or injury reported the patient as a result of this occurrence.